Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that technical support engineer (tse) advised to rotate the base parts of endoscope to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to start of da vinci-assisted prostatectomy surgical procedure, site contacted technical support engineer (tse) to report 30-degree endoscope image was upside down. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the ports were placed prior to the issue occurred. This event was just due to the effect of the guide tool change function. The probable root cause was attributed to improper customer setup.

Event description:
Refer to h11 for follow-up information.